Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the patient had a ao type 41b1 (right). The surgeon conducted an open reduction internal fixation (orif) for ao type 41b1 on (B)(6) 2011. After the bone healed, the surgeon tried to extract the devices on (B)(6) 2012. He could not extract two locking screws in the shaft and they remained in the patients body. In (B)(6) 2013, the patient expressed concern to the surgeon as to why the devices could not be removed and the effect on her health. This is report 2 of 4 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
It is unknown what lot and part numbers were involved in this event. The part and lot reported in section d of the initial medwatch is one of three combinations provided. The other two possible devices involved were part 413.334s lot 2745911 and part 413.334s lot 2766123.